Manufacturer narrative:
According to the facility on 9/8/2024, "there was another sudden drop in vte and vti. The rt noticed that the inline suction catheter would not stay locked in the off position. The catheter was replaced, and the situation resolved. Rt saved the catheter and reported the event. He also confirmed the locking mechanism on the replacement catheter worked appropriately". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Lots retained for investigation from customer: 28623040004, 28623040008, 28623070004, 28623080005, 28623090005, 28624020016.

Event description:
According to the facility on (B)(6) 2024, "there was another sudden drop in vte and vti. The rt noticed that the inline suction catheter would not stay locked in the off position.".